Event description:
Olympus sale representative reported with an issue of the needle was bent and ended up puncturing the sheath when used. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
The subject device was not returned for evaluation. The cause of the issue is unknown at this time. The dhrs (device history records) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. DHR review for this lot found no associated ncrs (nonconformance's), reported scrap or recorded process deviations relating to the reported failure. Supplemental report(s) will be submitted should any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, it is likely that this phenomenon occurred from forcing the device through resistance and/or excessive angulation to the device. A definitive root cause cannot be identified. The instructions for use (IFU) instruction manual state: IFU warns against this event as follows: ¿do not forcibly advance the device if excessive resistance to insertion is encountered. This could cause patient injury such as perforation, excessive bleeding, mucosal damage, and/or endoscope and device damage. Reduce the angle of the endoscope until the device passes smoothly.¿ olympus will continue to monitor the field performance of this device.